Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('heavy menstrual bleeding'), autoimmune disorder ('autoimmune-like symptoms') and autoimmune thyroiditis ('other (list): hashimoto's autoimmune disease') in an adult female patient who had essure (batch no. 622309) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included woman of childbearing potential, cholecystectomy, arthritis and tubal ligation. Previously administered products included for an unreported indication: mirena. Concurrent conditions included mood disorder nos, obesity, penicillin allergy, premenstrual syndrome, weight fluctuation, melasma, skin disorder, darkened skin, irritable mood, inflammation, depression, anxiety, feeling sad, tearfulness, premenstrual dysphoric disorder, paronychia, swelling of feet, blisters, infected toe, itching, lumbar strain, low back pain, vaginal bleeding, vaginal spasm, irregular periods, uterine leiomyoma, ovarian cyst, uterine bleeding, arthralgia, knee sprain, joint effusion, joint dislocation, vaginal discharge, pain in hip, increased tsh, general body pain, abdominal cramps, hypertension arterial, bacterial vaginosis, uterine tenderness, dysmenorrhea, hypothyroidism, endometrial polyp, uterine fibroid, nabothian cyst, knee injury, vaginitis, offensive vaginal discharge, stress incontinence and dyspareunia. Concomitant products included cefalexin (keflex) for blisters, ibuprofen (motrin) for cramp in lower abdomen as well as docusate sodium, ethinylestradiol;norelgestromin (ortho evra), ferrous sulfate, hydrocodone, hydrocodone bitartrate;paracetamol (norco), ibuprofen, iron, levothyroxine, medroxyprogesterone acetate (provera), methocarbamol, metronidazole, norethisterone acetate (aygestin), oxycodone, paracetamol (acetaminophen), sertraline and sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), depression ("depression"), anaemia ("anemia"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (endometrial ablation and laparoscopic abdominal hysterectomy bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, autoimmune disorder, autoimmune thyroiditis, depression, anaemia, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anaemia, autoimmune disorder, autoimmune thyroiditis, depression, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: placement of coils bilaterally with 2 rings visible on left and 4 rings visible on right at the conclusion of the procedure. Patient previously had mirena but it expelled. Mirena iud which was expelled from the bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): diagnostic procedure - on (B)(6) 2018: right knee: she exhibits decreased range of motion.. Hysterosalpingogram - on (B)(6) 2008: essure coil placement in both tubes. The tubes appear obstructed by the coils bilaterally. Polypoid structure visualized in the central uterine cavity, along the right wall as noted.. Pathology test - on (B)(6) 2014: cervical liquid-based pap- negative for intraepithelial lesion or malignancy. Endo cervical transformation zone component present. Inflammation.; on (B)(6) 2019: endometrium, biopsy: disordered pattern of late proliferative-early secretory. Endometrium, partially associated with a polyp hysterectomy and bilateral salpingectomy. Cervix with no significant pathologic abnormality. Proliferative endometrium. Leiomyoma's. Bilateral fallopian tubes with no significant pathologic abnormality. Spinal x-ray - on (B)(6) 2018: findings : ap and lateral views of the lumbar spine obtained. The alignment is normal. The intervertebral disk spaces and vertebral body heights are well maintained. Mild facet degenerative changes. No fractures.. Ultrasound scan - on (B)(6) 2017: small uterine leiomyomata, one of which may be partially submucosal. 11 mm endometrial echo complex is trace of lower endometrial canal fluid. 2.7 cm simple appearing cyst right ovary. Simple cyst; on (B)(6) 2019: uterus: hypoechoic posterior uterine body mass consistent with a fibroid. Previously, this hypoechoic anterior uterine fibroid also noted. Cervical nabothian cysts noted. Endometrium: a focal, hypoechoic lesion is apparent within the endometrial cavity, measuring 2.3 x 3.5 x 2.1 cm. Internal vascularity is associated. The endometrial thickness measures up to 2.6 cm at the level of this lesion. Right ovary: the right ovary is not identified.; on (B)(6) 2019: uterus: hypoechoic posterior uterine body mass consistent with a fibroid. Previously, this hypoechoic anterior uterine fibroid also noted. Cervical nabothian cysts noted. Endometrium: a focal, hypoechoic lesion is apparent within the endometrial cavity, measuring 2.3 x 3.5 x 2.1 cm. Internal vascularity is associated. The endometrial thickness measures up to 2.6 cm at the level of this lesion. Right ovary: the right ovary is not identified.. Ultrasound scan vagina - on (B)(6) 2017: small uterine leiomyomata, one of which may be partially submucosal. 11 mm endometrial echo complex is trace of lower endometrial canal fluid. 2.7 cm simple appearing cyst right ovary. Simple cyst. X-ray of pelvis and hip - on (B)(6) 2018: no acute fracture or dislocation. Mild degenerative changes of both hips with osteophyte formation. Essure devices are noted in the pelvis.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, pelvic pain, anemia, abdominal pain,dysmenorrhea . Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received : reporter information added. Lot no added. New event of dysmenorrhea added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('heavy menstrual bleeding'), autoimmune disorder ('autoimmune-like symptoms') and autoimmune thyroiditis ('other (list): hashimoto's autoimmune disease') in an adult female patient who had essure (batch no. 622309) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included woman of childbearing potential, cholecystectomy, arthritis and tubal ligation. Previously administered products included for an unreported indication: mirena. Concurrent conditions included mood disorder nos, obesity, penicillin allergy, premenstrual syndrome, weight fluctuation, melasma, skin disorder, darkened skin, irritable mood, inflammation, depression, anxiety, feeling sad, tearfulness, premenstrual dysphoric disorder, paronychia, swelling of feet, blisters, infected toe, itching, lumbar strain, low back pain, vaginal bleeding, vaginal spasm, irregular periods, uterine leiomyoma, ovarian cyst, uterine bleeding, arthralgia, knee sprain, joint effusion, joint dislocation, vaginal discharge, pain in hip, increased tsh, general body pain, abdominal cramps, hypertension arterial, bacterial vaginosis, uterine tenderness, dysmenorrhea, hypothyroidism, endometrial polyp, uterine fibroid, nabothian cyst, knee injury, vaginitis, offensive vaginal discharge, stress incontinence and dyspareunia. Concomitant products included cefalexin (keflex) for blisters, ibuprofen (motrin) for cramp in lower abdomen as well as docusate sodium, ethinylestradiol;norelgestromin (ortho evra), ferrous sulfate, hydrocodone, hydrocodone bitartrate;paracetamol (norco), ibuprofen, iron, levothyroxine, medroxyprogesterone acetate (provera), methocarbamol, metronidazole, norethisterone acetate (aygestin), oxycodone, paracetamol (acetaminophen), sertraline and sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), depression ("depression"), anaemia ("anemia"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (endometrial ablation and laparoscopic abdominal hysterectomy bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, autoimmune disorder, autoimmune thyroiditis, depression, anaemia, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anaemia, autoimmune disorder, autoimmune thyroiditis, depression, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: placement of coils bilaterally with 2 rings visible on left and 4 rings visible on right at the conclusion of the procedure. Patient previously had mirena but it expelled. Mirena iud which was expelled from the bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): diagnostic procedure - on (B)(6) 2018: right knee: she exhibits decreased range of motion.. Hysterosalpingogram - on (B)(6) 2008: essure coil placement in both tubes. The tubes appear obstructed by the coils bilaterally. Polypoid structure visualized in the central uterine cavity, along the right wall as noted.. Pathology test - on (B)(6) 2014: cervical liquid-based pap- negative for intraepithelial lesion or malignancy. Endo cervical transformation zone component present. Inflammation.; on (B)(6) 2019: endometrium, biopsy: disordered pattern of late proliferative-early secretory. Endometrium, partially associated with a polyp hysterectomy and bilateral salpingectomy. Cervix with no significant pathologic abnormality, proliferative endometrium, leiomyoma's & bilateral fallopian tubes with no significant pathologic abnormality. Spinal x-ray - on (B)(6) 2018: findings : ap and lateral views of the lumbar spine obtained. The alignment is normal. The intervertebral disk spaces and vertebral body heights are well maintained. Mild facet degenerative changes. No fractures.. Ultrasound scan - on (B)(6) 2017: small uterine leiomyomata, one of which may be partially submucosal. 11 mm endometrial echo complex is trace of lower endometrial canal fluid. 2.7 cm simple appearing cyst right ovary. Simple cyst; on (B)(6) 2019: uterus: hypoechoic posterior uterine body mass consistent with a fibroid. Previously, this hypoechoic anterior uterine fibroid also noted. Cervical nabothian cysts noted. Endometrium: a focal, hypoechoic lesion is apparent within the endometrial cavity, measuring 2.3 x 3.5 x 2.1 cm. Internal vascularity is associated. The endometrial thickness measures up to 2.6 cm at the level of this lesion. Right ovary: the right ovary is not identified.; on (B)(6) 2019: uterus: hypoechoic posterior uterine body mass consistent with a fibroid. Previously, this hypoechoic anterior uterine fibroid also noted. Cervical nabothian cysts noted. Endometrium: a focal, hypoechoic lesion is apparent within the endometrial cavity, measuring 2.3 x 3.5 x 2.1 cm. Internal vascularity is associated. The endometrial thickness measures up to 2.6 cm at the level of this lesion. Right ovary: the right ovary is not identified.. Ultrasound scan vagina - on (B)(6) 2017: small uterine leiomyomata, one of which may be partially submucosal. 11 mm endometrial echo complex is trace of lower endometrial canal fluid. 2.7 cm simple appearing cyst right ovary. Simple cyst. X-ray of pelvis and hip - on (B)(6) 2018: no acute fracture or dislocation. Mild degenerative changes of both hips with osteophyte formation. Essure devices are noted in the pelvis.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, pelvic pain, anemia, abdominal pain,dysmenorrhea. Lot number: 622309, manufacturing date: 2007/06, expiration date: 2008/12 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('heavy menstrual bleeding'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune-like symptoms') and autoimmune thyroiditis ('other (list): hashimoto's autoimmune disease') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included woman of childbearing potential, cholecystectomy, arthritis and tubal ligation. Previously administered products included for an unreported indication: mirena. Concurrent conditions included mood disorder, obesity, penicillin allergy, premenstrual syndrome, weight fluctuation, melasma, skin disorder, darkened skin, irritable mood, inflammation, depression, anxiety, feeling sad, tearfulness, premenstrual dysphoric disorder, paronychia, swelling of feet, blister, infected toe, itching, lumbar strain, low back pain, vaginal bleeding, vaginal spasm, irregular periods, uterine leiomyoma, ovarian cyst, uterine bleeding, arthralgia, knee sprain, joint effusion, joint dislocation, vaginal discharge, pain in hip, increased tsh, general body pain, abdominal cramps, hypertension arterial, bacterial vaginosis, uterine tenderness, dysmenorrhea, hypothyroidism, endometrial polyp, uterine fibroid, nabothian cyst, knee injury, vaginitis, offensive vaginal discharge, stress incontinence and dyspareunia. Concomitant products included ibuprofen (motrin) for abdominal pain lower, cefalexin (keflex) for blister as well as docusate sodium, ethinylestradiol; norelgestromin (ortho evra), ferrous sulfate, hydrocodone, hydrocodone bitartrate; paracetamol (norco), ibuprofen, iron, levothyroxine, medroxyprogesterone acetate (provera), methocarbamol (pabaxin), metronidazole, norethisterone acetate (aygestin), oxycodone, paracetamol (acetaminophen), sertraline and sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), depression ("depression"), anaemia ("anemia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (endometrial ablation and laparoscopic abdominal hysterectomy bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, autoimmune disorder, autoimmune thyroiditis, depression, anaemia and abdominal pain outcome was unknown. The reporter considered abdominal pain, anaemia, autoimmune disorder, autoimmune thyroiditis, depression, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: placement of coils bilaterally with 2 rings visible on left and 4 rings visible on right at the conclusion of the procedure. Patient previously had mirena but it expelled. Mirena iud which was expelled from the bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): diagnostic procedure - on (B)(6) 2018: right knee: she exhibits decreased range of motion. Hysterosalpingogram - on (B)(6) 2008: essure coil placement in both tubes. The tubes appear obstructed by the coils bilaterally. Polypoid structure visualized in the central uterine cavity, along the right wall as noted.. Pathology test - on (B)(6) 2014: cervical liquid-based pap- negative for intraepithelial lesion or malignancy. Endo cervical transformation zone component present. Inflammation. On (B)(6) 2019: endometrium, biopsy: disordered pattern of late proliferative-early secretory. Endometrium, partially associated with a polyp hysterectomy and bilateral salpingectomy: cervix with no significant pathologic abnormality. Proliferative endometrium. Leiomyoma's. Bilateral fallopian tubes with no significant pathologic abnormality. Spinal x-ray - on (B)(6) 2018: findings: ap and lateral views of the lumbar spine obtained. The alignment is normal. The intervertebral disk spaces and vertebral body heights are well maintained. Mild facet degenerative changes. No fractures. Ultrasound scan - on (B)(6) 2017: small uterine leiomyomata, one of which may be partially submucosal. 11 mm endometrial echo complex is trace of lower endometrial canal fluid. 2.7 cm simple appearing cyst right ovary. Simple cyst; on (B)(6) 2019: uterus: hypoechoic posterior uterine body mass consistent with a fibroid. Previously, this hypoechoic anterior uterine fibroid also noted. Cervical nabothian cysts noted. Endometrium: a focal, hypoechoic lesion is apparent within the endometrial cavity, measuring 2.3 x 3.5 x 2.1 cm. Internal vascularity is associated. The endometrial thickness measures up to 2.6 cm at the level of this lesion. Right ovary: the right ovary is not identified. On (B)(6) 2019: uterus: hypoechoic posterior uterine body mass consistent with a fibroid. Previously, this hypoechoic anterior uterine fibroid also noted. Cervical nabothian cysts noted. Endometrium: a focal, hypoechoic lesion is apparent within the endometrial cavity, measuring 2.3 x 3.5 x 2.1 cm. Internal vascularity is associated. The endometrial thickness measures up to 2.6 cm at the level of this lesion. Right ovary: the right ovary is not identified. Ultrasound scan vagina - on (B)(6) 2017: small uterine leiomyomata, one of which may be partially submucosal. 11 mm endometrial echo complex is trace of lower endometrial canal fluid. 2.7 cm simple appearing cyst right ovary. Simple cyst. X-ray of pelvis and hip - on (B)(6) 2018: no acute fracture or dislocation. Mild degenerative changes of both hips with osteophyte formation. Essure devices are noted in the pelvis. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, pelvic pain, anemia, abdominal pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.